Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. The lead will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the ring electrode cable lumen and inner coil lumen proximal to the suture tie impression. One of the ring electrode cable coatings was found abraded in this region. The cause of the reported event was isolated to external insulation abrasion consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received noted that the lead was explanted and replaced on (B)(6) 2024. The patient was stable following procedure,